Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a couple days after they helped someone out of a rolled over car, they woke up and felt a return of pain and did not feel stimulation. It was indicated that the patient pushed him, and something might have moved. The patient checked the implantable neurostimulator (ins), and it was 3 bars full charged. It was noted that the stimulation used to work 80%, and the patient loved it. It was indicated that the patient increased programs 1, 2, and 3 to around 4.0v. When program 4 was increased to 1.4v, the patient felt a great shock, and had to turn the stimulation off. The patient stated that the stimulation was in the wrong location and should feel in the hip and down the legs; the stimulation was felt "on the outside." The lead could be felt poking out, but still under the skin. It was later mentioned that the patient had an x-ray in the emergency room on (B)(6) 2016, and they thought the lead may have moved by the tailbone. The patient planned to follow-up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.